Event description:
Customer contacted our (B)(6) call center on friday 10/15 stating her child had sucked on her relion micro meter and blue liquid came out of the meter. She called and ambulance, but wanted to know if the liquid was poisonous, while she waited for the ambulance to arrive. Customer was uncooperative when attempting to gather information to move forward with the complaint handling process. She screamed at me, I threw the product away and don't ever contact me again.''

Manufacturer narrative:
Arkray made serveral attempts to gather information and request the return of subject meter. Actual product was not returned for testing. We evaluated a micro meter by placing it in water for an extended period of time, and no blue liquid was seen. If meter is returned, arkray will evaluate the product and file a follow-up report. Customer threw away.